Manufacturer narrative:
(B)(4). Reporter's full name, complete address and phone number were not provided as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device had a jammed trigger and would run on its own. According to the report, the device was in reamer/drill mode when it would not stop running. It was reported that the mode button was in the correct position but the device still ran. It was reported that the device would start on its own with no one pushing the button. It was reported that the device could only be stopped by the exchange mode on the cover. It was reported that there was injury to the user (physician) as his fingers became bruised. It was reported that there was no delay in the procedure as another physician used an unspecified spare device to complete the procedure. It was reported that x-rays were taken and showed that the fingers on the affected surgeon were not broken. It was reported that the affected surgeon was working on another surgery with no problems (or with faintly tingling hands). There were no patient injuries reported. It was not reported if there was prolonged hospitalization. The current status of the surgeon was reported that he was able to move his hand. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and it was observed that that the magnet retainer was broken. It was determined that the cause of this condition was due to / or a combination of dropping of the handpiece, spring back / quick release of the trigger and poor design, and embrittlement of the peek due to the high sterilization temperature in combination with a drop or quick release. The assignable root cause was determined to be due to construction/design manufacturing issue. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.